Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's father reported that the patient woke agitated (confusion) and yelled for food (hunger), while the cgm displayed 10.8 mmol/l. He tested the patient's bg and saw a value of 2.3 mmol/l, at which point he administered two glucotabs and glucogel to the patient to treat the reported hypoglycemic event. No additional treatment or symptoms reported. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The complaint confirmation of the reported inaccuracy could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The reported glucose values fall within the d zone of the parkes error grid.